Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: investigation revealed a dim and discolored display screen. Unrelated to complaint, evaluation revealed the internal clock battery on the pcb board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. There was no indication in the pump history that the time and date defaulted to factory settings. During testing, the pump was primed and exercised for 24 hours with no alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.